Event description:
The sales rep called in the following: the hosp has noted some air bubbles occurring in the saline line, they used a pressurized bag, they filled the chamber 1/2 to 2/3 full, it is seen during a procedure because the doctor noticed it, and they used the syringe that is in the kit. There has been no pt incident or injury.